Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. (B)(4) device was received for evaluation; the event was not confirmed during testing. The device was found to be affected by a worn trigger shaft assembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes (B)(4) malfunction event in which the device ran while in safety mode. There was no known impact or consequences to the patient.